Event description:
A battery charging error was reported. There was no reported adverse impact to the customer's blood glucose level. The call was disconnected and a callback was attempted with no response received.